Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: vena cava filter was deployed midway between the confluence and the renal veins status post motor vehicle accident, with need for pulmonary embolus prophylaxis. Approximately one year 5 months post filter deployment, prior to attempted filter retrieval, venogram revealed no thrombus in the inferior vena cava. One of the tines of the caval filter clearly protruded through the vena cava, which made it unsafe to remove and retrieval was not attempted. Ten years later, CT abdomen revealed the filter located inferior to the origin of both renal veins. Several of the struts indented the inferior vena cava wall and several extended just extrinsic to the confines of the inferior vena cava. No filter migration was noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. The investigation can be unconfirmed for removal difficulties as the filter was deemed unsafe to remove and no retrieval attempt was made. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 09/2007; manufacture date: 09/2004. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent blood clots from going to the heart and lungs and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved and the filter struts have perforated into the mesentery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: vena cava filter was deployed midway between the confluence and the renal veins status post motor vehicle accident, with need for pulmonary embolus prophylaxis. Approximately one year 5 months post filter deployment, prior to attempted filter retrieval, venogram revealed no thrombus in the inferior vena cava. One of the tines of the caval filter clearly protruded through the vena cava, which made it unsafe to remove and retrieval was not attempted. Ten years later, CT abdomen revealed the filter located inferior to the origin of both renal veins. Several of the struts indented the inferior vena cava wall and several extended just extrinsic to the confines of the inferior vena cava. No filter migration was noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc. The investigation can be unconfirmed for removal difficulties as the filter was deemed unsafe to remove and no retrieval attempt was made. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2007),(manufacturing review: 09/2004).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent blood clots from going to the heart and lungs and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved and the filter struts have perforated into the mesentery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.